Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer became aware that a user of the dreamstation auto bipap stated that the unit caught fire. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.